Manufacturer narrative:
The device was not available for evaluation as it remains in the patient. The anthem monoax locking screws were originally implanted on (B)(6) 2023 as part of a construct including a titanium lateral distal fibula plate. It was reported on (B)(6) 2024 that three of the screws in the head of the plate were confirmed broken on x-ray imaging at a follow-up appointment. The plate and screws (intact and broken) still remain implanted in the patient. The surgeon was contacted on march 4th, and explained that he has no plans to explant the hardware at this time because the fracture has since healed and there has been no pain reported associated with the screw breakage. This is the first complaint related to anthem monoax locking screw breakage in a distal fibula plate. The surgeon reported that there was no screw breakage in surgery, and the recommended technique for locking screw insertion was followed. Additionally, the patient was reported as young and active, but had not reported any falls, twists, or other adverse effects that might result in early implant failure. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that anthem monoax locking screws were found broken post operatively.